Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering which made being hospitalized for low blood glucose level on unknown date with blood glucose level was 50 mg/dl. Customer experienced symptoms such as shaking, sweating, anxiety, mental confusion. Customer was treated with food. Customer was using auto mode. Customer did not feel ok to troubleshooting. The insulin pump will be returned for analysis.